Event description:
It was reported that the patient experienced a lack of therapeutic effect/withdrawal. It was indicated, following a recent pump implant that the patient was doing great for two months up until (B)(6) 2012, in which he began to have erratic pain control issues. It was reported on that same day that the patient was bent over while working on a piece of equipment for a period of time and then on (B)(6) 2012, he started to experience withdrawal. The patient had a dye study on (B)(6) 2012 and it was determined to be functioning and that there wasn't 'anything wrong'. It was stated by the reporter when fluid was pulled out, that it was 'really slow but it was coming out' and this was when the patient was lying flat on his back, but stated that he doesn't lie on his back all day long. In addition, during the initial push of dye, they did not see it flush where they wanted it to and it was reported that the hcp was vague, however he stated that he didn't think that it was 'pooling behind the pump'. No alarms had been heard by the patient. It was indicated the patients pump was refilled following the dye study and that he began to experience severe withdrawal. The patient was seen by his health care provider (hcp) on (B)(6) 12 and placed on oral medications, however it was stated that they wanted to blame the symptoms on the 'flu' or on a 'cut' that the patient had. It was noted that the symptoms subsided when the patient was taking oral medications but returns when he stops them. During the patient's appointment on (B)(6) 2012, his blood pressure was higher than normal and it was also indicated that the pump was not interrogated and that there was no dose change. The patient was scheduled to have pump replacement next week. It was reported that the patient had all the symptoms of delirium tremens (dt's) and pain meds would take care of the symptoms and pain. It was noted that the patient's pain level on the night before the day of report was '10'. The drugs delivered via pump were morphine, clonidine, and bupivacaine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information was reported that it was unknown what caused this event. The patient had a dye study on (B)(6) 2012 - normal dye study showed without extravasation of dye outside pump or tubing. The patient symptoms were associated with reported event were drug withdrawal-sweating, nausea, and increased pain. The patient was hospitalized. The patient outcome was no injury. The patient's withdrawal symptoms were being controlled by oral narcotics.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter, product ID 8590-1, lot# n257985, implanted: 2012 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).